Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had chronic intractable phrenic nerve stimulation likely via a posterolateral cardiac vein. Review of performance data indicated high impedance. The left ventricular (lv) lead was explanted and replaced. It was further reported that there was t-wave oversensing (twos) observed on the right ventricular (rv) lead after the procedure which temporarily caused pacing inhibition and bradycardia. The rv bipolar sensitivity was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.